Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, and excessive no delivery test. No unexpected vibrating, constant tone, and blank display during testing. Insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. No moisture damage found inside the pump. However, found moisture damage on the keypad traces and inside the battery tube during visual inspection. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot, and minor scratched lcd window.

Event description:
The customer's mother reported via phone call, the customer was on vacation and had accidently kicked the insulin pump into the pool. Customer forgot to take her supplies for her backup plan and was feeling her blood glucose rising. Customer went to the emergency room and was admitted with high blood glucose of 500 mg/dl on (B)(6) 2017. The customer was not wearing the insulin pump at the time of admission, she had been off the device less than 48 hours. Customer's mother did not have the insulin pump at the time of the call so troubleshooting was not possible. Customer's mother was advised due to the fluid exposer the device needed to be returned for analysis. Customer's mother agreed to return the device for analysis.